Manufacturer narrative:
Further information from the reporter regarding device return and device photos has been requested. No additional information is available at this time.reason for reoperation: rupture.

Event description:
A healthcare professional reported intracapsular rupture. This record relates to unknown side. The device has been explanted.

Event description:
A healthcare professional reported intracapsular rupture. This record relates to unknown side. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device assessed as unidentified (tear) opening (shell thickness within specification) and missing shell assessed as inconclusive. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
A healthcare professional reported intracapsular rupture. This record relates to unknown side. The device has been explanted.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted via emdr manufacturer report number 9617229-2024-04834-00. All information has been consolidated into this report.

Event description:
A healthcare professional reported, intracapsular rupture. This record relates to unknown side. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
A healthcare professional reported intracapsular rupture. This record relates to unknown side. The device has been explanted.